Event description:
The surgeon attempted to implant an aa4203tl silicone toric plate lens but it tore prior to being inserted. There was no pt contact or injury. The facility stated it was unk as to why the lens tore. An msi-pr injector and an mtc-60c cartridge were used but the facility was unable to recall the lot number.